Event description:
It was reported that the customer had a leaking reservoir. Customer's blood glucose level was 130 mg/dl. Customer stated that there was a leak during the priming process. Customer discarded the reservoir. Customer reported that there was fluid in the reservoir compartment. Customer stated that the leak was past the second o-ring. It was explained that the leak could be an air bubble in the reservoir that is expanding during filling. Customer stated that there was no air bubble in the reservoir. Insulin pump will need to be replaced due to exposure to moisture. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).